Event description:
During a functional, the device displayed a red "x" and gives a "unit failed" prompt. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product.